Manufacturer narrative:
(B)(6). Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the safety shield fell off from a bd eclipse¿ blood collection needle with pre attached holder, 22g and 1.25" length. This occurred when nurse attempted to flip over the safety. No serious injury, blood to mucous membrane exposure or medical intervention was reported.